Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The customer reran a previously positive sample as part of an instrument validation study. The sample generated a negative result for all targets on the liat instrument. Given the available limited information, no product problem was identified. The customer issue was not confirmed. It is possible the discrepancy was due to low viral load or sample specific issues. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The customer reran a previously positive sample as part of an instrument validation study. The sample generated a negative result for all targets on the liat instrument. This instrument dataset did not include the original run data to confirm if the sample was initially positive for sars-cov-2 and if it was at the limit of detection (lod) for the assay. According to the customer, samples are collected with nasopharyngeal and nasal swabs using saline obtained from a regional supply center, no other information is provided to determine if this is a validated collection method. Given the available limited information, no product problem was identified. The customer issue was not confirmed. It is possible the discrepancy was due to low viral load or sample specific issues.